Manufacturer narrative:
The actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported having a large drain during drain 3 of 3. The patient reported a drain of 2734 ml with a prescribed fill volume of 1500 ml. The reported large drain of 2734 ml was 182% over the expected drain volume which resulted in a reportable device malfunction. Thje patient was advised to contact her nurse. During follow up the patient's nurse confirmed the data and event. The patient had some discomfort but did not have an adverse event. The nurse reported the patient is not compliant with fluid intake or medications and has chronic constipation which may have caused the low drain in drain 2 leading to the larger drain in drain 3